Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician's office confirmed that the patient was brought in for the device software update.

Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2018. Evolutr-34-us transcatheter valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at least four partial electrical resets had occurred on the cardiac resynchronization therapy pacemaker (crt-p). The clinician was advised to bring the patient in to update the device software. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.